Event description:
The facility reports that the resident was seated in the bath with the bath tilted back and the door closed. Two careers were assisting to hoist the resident out of the bath when one of the careers leaned over the bath and knocked the release lever. The bath tilted forward and the resident slipped into the foot well area of the bath, sustaining a fracture to the lower leg. Following hospitalization, the resident subsequently died.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition. The door damper was weak, and there was a crack in the fiberglass just inside the door on the base of the tub, which could be a possible infection risk. Nhm (the customer's service provider) had visited since the incident and turned the tilt pump handle upside-down to prevent a recurrence of the problem. The manufacturer considers this to be an isolated case and does not consider it to require any corrective actions. The following arguments sustain this conclusion. In the last six years, there have never been any incidents or complaints regarding this type of device. It is considered the root cause is user error related, as the user instruction states that the handle/lever should be released slowly, which should make the users careful when operating the bath. The user instructions state that the "users sits well back on seat and places legs in water." This clearly indicates a considerable ability to support him/herself and to be able to move the lower body by the patient, which most likely is not the case with a patient that needs a sling to be placed in the bath. Therefore, it is possible the patient was unsuitable for the bath, as indicated by the user instructions. Placing the sling around the patient might have caused the patient to be leaned forward and, if the lever was released in this position/situation, it is likely to have made the outcome of the incident more severe than otherwise.